Event description:
A customer contacted baxter's technical service center to report feeling overfull and experiencing abdominal bloating in drain 4 to 4 with the homechoice (hc) machine. The home patient (hp) drained 3832 ml and his largest prescribed fill volume (lpfv) is 2100 ml. The home patient (hp) claimed in a follow up call that the machine stayed in initial drain all night and never moved on to fill. He had no idea how this could have happened, but believes the machine must have put extra fluid in him. When he awoke the next morning (allegedly still in initial drain) he felt overfilled and called technical services. Review of the hp's account info indicates that he contacted technical services at the start of this therapy session and was assisted with a bypass of the initial drain cycle. The hp reported feeling empty and was assisted to bypass initial drain . The new hc machine is working well for the pt. Baxter placed a follow up call to the home patients' nurse regarding this issue. The nurse stated that this pt did not mention the overfill to her. She just spoke with him in 2008, and his therapy was going fine. According to the nurse, there was no pt injury or medical intervention associated with overfill for this pt.